Manufacturer narrative:
On (B)(6) 2018, bovie medical has received additional information from the physician that the burn was not attributable to the use of the j-plasma device.

Event description:
Patient received a burn (size of 2 quarters) on the neck area at the end of a procedure using vaser, tumescent and j-plasma. The physician reported that the area burned was the last area done and that the tumescent had potentially dissipated and she is unsure of whether j-plasma contributed to the burn

Manufacturer narrative:
This complaint is not considered attributable to a malfunction of the device.

Event description:
Patient received a burn (size of 2 quarters) on the neck area at the end of a procedure using vaser, tumescent and j-plasma. The physician reported that the area burned was the last area done and that the tumescent had potentially dissipated and she is unsure of whether j-plasma contributed to the burn.